Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that the tissue pad came off and could have been left inside the patient. The procedure was completed using another unknown device and there were no consequences to the patient.